Manufacturer narrative:
The date of the initial hernia diagnosis is unknown and 01/01/2017 was selected as a default. The actual device was not returned to the manufacturer for physical evaluation. A serial number for the cycler in use at thet time was not made available. A cycler is not released unless the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) nurse reported that the patient has an umbilical hernia. The patient stated that there has been no surgical repair for this. The nurse also reported that she did not know when the patient was first diagnosed with the hernia.

Manufacturer narrative:
A temporal relationship exists between ccpd therapy with the liberty cycler/fresenius products and the development of the pre-existing abdominal hernia (unknown size) and not surgically repaired to date. During this event the pt. Was hospitalized and underwent surgery for gangrene in the right foot and subsequent amputation of the right toe. The patient was transitioned to hemodialysis treatments while hospitalized and unknown if hd treatments continued post discharge to the rehabilitation center. Additionally, there is a causal association between the event of abdominal hernia and the increase in intra-abdominal pressure that occurs during the normal course of pd therapy.